Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with low hcg concentration samples (4 miu/ml), low hcg concentration serum samples (2 miu/ml) and in-house clinically negative urine and serum samples. All hcg results for both return and retain devices were negative at read time and met qc specifications. No false positives were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. A review of the lot history found that no other complaints were reported on this lot. A root cause could not be identified based on the information provided.

Event description:
It was reported that the hcg test are experiencing an increased an increased number of low level positives that repeat on quantitative testing between 1-6 miu/ml. They have seen this occasionally in the past and recognize that it is mentioned in our pi, however, they have had a dramatic increase in the number. Distributor and customer have been unresponsive, no other information has been received.